Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient was 40-years-old at the time of event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on march 16, 2021, mentor became aware of the date of event and that the patient's complications were confirmed with an ultrasound, MRI and lab tests. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 425cc saline mentor smooth round moderate profile breast implants and experienced an infection on the right side postoperatively. The patient also experienced several unexplained systemic symptoms, including hashimoto's disease, joint pain, low grade fever, fatigue, forgetfulness, abnormal antibodies, bladder incontinence, hair loss and early menopause. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.